Manufacturer narrative:
A gap-n56-26 nail was used to treat a teenager with osteogenesis imperfecta. A few months post-surgery the nail broke distally, specifically at the proximal screw hole. The surgeon who reported this incident believes that early weight bearing may have been the main contributing factor for the failure. The surgeon also reports that the incident is not catastrophic, but the surgery will have to be revised to replace the nail. This has not taken place yet as the patient wants to try to wait till summer break due to being in college out of state.

Event description:
A gap-n56-26 nail was used to treat a teenager with osteogenesis imperfecta. A few months post-surgery the nail broke distally, specifically at the proximal screw hole.

Manufacturer narrative:
The weight of the patient (around (B)(6)) was well above the weight limit of the nail, which is around (B)(6). The combination of high loads due to the patient's weight exceeding the weight limit of the device and the likelihood of early weight bearing, caused the nail to fail proximally at the distal locking screw hole. Due to its reduced diameter, the gap nail is not recommended for early full weight bearing. Load sharing and protection is necessary to allow and promote bone healing. It is also important to note that the weakest section of the gap nail is located at the distal holes where locking cortical screws are placed to provide compressive and rotational stability, thus allowing proper bone healing of the fracture/osteotomy.